Manufacturer narrative:
Customer experience report form sent to sales rep for further information request.. Customer letter requested. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This was determined reportable per edwards lifesciences procedures. X-ray.

Event description:
The facility reported a colleague infusion pump with failure code 814:09. According to the facility, it is unknown when or in which care area this event occurred. However, upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to regurgitation. Reportedly after implanting the valve the echo revealed that the prosthesis leaked with a big central jet, degree 2-3/4, therefore, a mechanical valve was implanted. Per surgeon report: the operation was rather difficult since the heart was located deep into the chest but we managed to implant the valve with standard technique. We closed the heart and tried to get off by-pass but experienced by transoesophageal ecco that the prosthesis leaked with a big central jet, degree 2-3/4 and could not understand why. We decided to stop the heart again in order to inspect the valve. And so we did. When we opened the left atrium, the valve appeared normal but we explanted it for safety reasons and implanted a mechanic valve instead. When looking at the prosthesis it appeared normal although the central triangular closing point seemed bigger than normal. We know that there normally is a little triangular opening in the center when looking at these valves and that there also normally is a little closing volume/jet in the beginning of the lifetime for these valves. But this leak was much bigger and the opening in the center seems to be a little bigger than what we normally see. Patient had 2 years earlier a mitral plasty but the valve was now restricted and leaked ¾.

Manufacturer narrative:
This device was original reported on MDR # 2015691-2010-12988; therefore, this is a duplicate report.